Event description:
It was reported to philips that system failed to boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting. Although the customer attempted to reboot the system, the issue continued. Upon troubleshooting actions, rse identified that the led indicator for the os disk was dim. Rse advised the customer to replace the suite pc. Customer replaced the suite pc. After replacement, the system was returned to use in good working order.